Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause and treatment of the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of the report, the patient was not recovered. Action with pd therapy was not reported. No additional information is available.